Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc and product lidstock for analysis. Visual analysis revealed one kink on the catheter body. No clear signs of use were observed on the catheter. The damage does not appear consistent with undue force being applied to the catheter. Microscopic examination confirmed the kink. No other defects or anomalies were observed. The kink on the catheter body measured 42 mm from the juncture hub. The catheter body length from the juncture hub to the tip measured 323 mm which is within the specification of 310 - 330 mm per catheter graphic. The catheter body outer diameter measured 2.413 mm which is within the specification limits of 2.39 - 2.49 mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .826 mm was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. Performed per IFU statement "using the two-piece arrow advancer , advance spring wire guide through guide wire introducer needle or catheter into vein." Packaging engineers were contacted regarding the location and type of damage on the catheter in order to determine whether the defect could be packaging related. They stated that because the catheter was placed, and the tray and other components were not returned, it cannot be determined whether the damage occurred before or after placement. Upon examining an image of the finished kit assembly, they also stated that the kink in the catheter was not in a location that would come in contact with other components in the kit. Based on this, and the fact that the damage does not appear consistent with use error, a root cause cannot be determined. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed one kink on the catheter body. The appearance of the kink does not appear consistent with undue force being applied. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the customer report that the damage was detected during use and the complete kit not being returned for analysis, a root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the wire could not be inserted completely into the cvc via the jugular vein. There was a "4cm bulgeon in the cvc". No patient harm reported. A new cvc was used. The patient's condition is reported as fine.

Event description:
It was reported the wire could not be inserted completely into the cvc via the jugular vein. There was a "4cm bulgeon in the cvc". No patient harm reported. A new cvc was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).